Event description:
It was reported that the patient was experiencing shortness of breath. It was determined the device battery had reached the recommended replacement time. The device was removed and a new device was implanted. The explanted device was returned to the manufacturer, analyzed, and tested out of specification. It was also reported the atrial lead was not capturing. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
Additional information was received that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.